Manufacturer narrative:
(B)(4). Date of occurrence and date of (implant) surgery are estimated as the actual dates were not provided in the initial report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase, decrease/impaired vision, pain and choroidal hemorrhage are identified in the labeling as known inherent risks of trabecular micro-bypass stent surgery/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event cannot be determined. (B)(4).

Event description:
Initially, it was reported that the patient had a choroidal haemorrhage during cataract plus trabecular micro-bypass stent system procedure. Reportedly, the surgeon did not believe the reported event (choroidal haemorrhage) was related to the stent. Through consultation with medical monitor, the surgeon reported that the patient was on anticoagulants and highly myopic. Reportedly, there was intraoperative difficulty during implantation, and the surgeon observed some residual heme in the anterior chamber (ac) after the procedure. The surgeon is unsure if a cleft was created. On day one (1) post-op examination, the iop was at 40 mm hg. Paracentesis was performed and the patient was put on eye drops (cosopt). Four (4) days post-op, the patient reported experiencing pain, decreased vision, and was found to have suprachoroidal heme with iop in the ¿30¿s¿. The surgeon will continue to monitor the patient. Additional information has been requested.

Event description:
Reportedly, the surgeon was unable to implant one (1) of the (2) two stents from the trabecular micro bypass stent system in the patient¿s left eye. The choroidal hemorrhage which occurred four (4) days post-op was related to patient condition. According to the surgeon, choroidal hemorrhage with angle shallowing contributed to the iop rise, and the reported event is unlikely related to the device. The patient was referred to a retina specialist with a poor outlook.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).